Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator cannot power on. The manufacturer's field service engineer reported there wasn't any patient involvement.